Event description:
Reportedly, the instrument did not place properly formed staples on the vena cava, bleeding occurred, and the site was sutured to maintain hemostasis and complete the case without further incident. Procedure: liver resection.